Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary: the complaint device was received incomplete at cq. Visual observation confirms that the cortical implant (111608), trial suture (102835), and lead suture (111456) were received at cq without any damage. But the suture splice (111860) got broken and frayed at the broken ends. The broken part of the suture splice was returned at cq and found to be frayed at broken ends. Thus, the complaint can be confirmed. The suture might have got broken and frayed due to high tension while tightening during the procedure. An mre was performed and no non-conformances were identified for this part (232447) - lot number (B)(6) combination. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that there were no patient consequences. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via complaint submission tool that during an anterior cruciate ligament reconstruction using the rgdloop adjustable stnd pulling the graft into the femoral tunnel, the white loop shortening suture was being pulled and it broke. The procedure was completed using another unit. There was no patient consequence, however thee was a surgical delay for about 10 to 15 minutes. No additional information was provided.